Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp) two weeks after the implant. The infection caused by too early of use by the patient. The patient also had scrotal piercings causing exposure to the tubing. An explant surgery was performed in which the existing device was removed. The patient was also treated with antibiotics. There were no device malfunction associated to the explanted device. Around 6 months later, the patient underwent a surgical procedure in which a new ipp was implanted. The patient was said to be healing following the procedure.